Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the right atrial (ra) lead had thresholds that were out of range when connected the implantable pulse generator (ipg). The ipg was changed and the lead continued to have thresholds that were out of range. The lead was replaced. No patient complications have been reported as a result of this event.